Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was completed using a starclose se device with a 7f sheath after an iliac artery stenting procedure. The closure was performed without issue and no compression was required. Reportedly, one month later a control doppler ultrasound was performed to visualize the access site. The patient did not report any symptoms; the doppler ultrasound was performed because the patient had a prior history of claudication in the left leg due to complete thrombosis. It was observed that the starclose se clip was positioned across the lumen of the artery. The blood flow had an acceleration and turbulence at the area of the clip. No treatment was given, but the patient will have surveillance with doppler ultrasound. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.